Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported the patient had received assistance from their healthcare provider or manufacturer representative and their concerns were resolved. An appointment date of (B)(6) 2014 with their healthcare provider was noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the leads had been moved around different parts of the stomach. It was reported 5 days later that the patient experienced nausea, constipation, and bloating since replacement; even though now it is better. The patient suggested that her disease may be progressing and the nerve in her stomach might not be responding. The patient was going to see her healthcare provider (hcp) to get the lead repositioned.